Event description:
It was reported to boston scientific corporation that a uphold lite device was used during a pelvic floor reconstruction procedure performed on (B)(6) 2015. The procedure was completed without complications.according to the complainant, on (B)(6) 2015, the patient experienced atypical vaginal discharge and was treated with clindamycin. The event resolved on (B)(6), 2015.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.